Manufacturer narrative:
Please see attached investigation report for details. Review of submission reports on 20th oct 2021 indicated that the final report for this submission had not been successful

Event description:
Damage and tearing of the 12mm and 10mm seals on swingtop. From photograph of the device, parts of the blue 10mm and red 12mm seals are missing.

Manufacturer narrative:
Please see attached investigation report for details. Review of submission reports on 20th oct 2021 indicated that the final report for this submission had not been successful update for this submission to note that the final report was submitted on the 30th november 2020 but was not identified until 20th october 2021 that the final submission report had not been successful.

Event description:
Damage and tearing of the 12mm and 10mm seals on swingtop. From photograph of the device, parts of the blue 10mm and red 12mm seals are missing.

Event description:
Damage and tearing of the 12mm and 10mm seals on swingtop. From photograph of the device, parts of the blue 10mm and red 12mm seals are missing.